Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. The usm was analyzed, and the reported problem was confirmed as having occurred in the field but was not replicated. System logs recorded error 22020 pointing to degree of freedom (dof) 5 and dof 8. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where all tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to the instrument recognition issue. The system was tested and verified as ready for use. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported an instrument recognition issue on universal surgical manipulator (usm) 3. The usm 3 was not able to recognize any of the instruments. Log review was not possible, as the system was powered off. The customer tried to reseat the sterile adapter (sa), replace the sa, and swap the instruments with the other usm, but the issue persisted on usm 3. The surgeon decided to complete the procedure without using usm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The customer reported that system functionality was not checked upon powering on the system but confirmed that the system initially powered on without errors.